Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer returned a used trima disposable set containing blood for investigation. The donor line and the drip chamber had been rf sealed and removed by the customer prior to return. Blood was present throughout the disposable set. The return reservoir was noted to be approximately 30% full. Clumping was noted in the channel and collect connector and clotting was observed in the platelet outlet tubing line from the channel. Blood was able to flow freely throughout the disposable set. There were no kinks, occlusion, misassemblies and/or missing parts observed on the returned set. The run data file (rdf) was analyzed for this event. Signals from the run data file are consistent with a platelet centrifuge line air block that formed during priming sequence. Run data file analysis confirmed alarm 32787, ¿low-level sensor failure¿ was generated during plasma rinseback. Alarm 32787 will be generated by the trima accel safety system when air has been detected at the lower level reservoir sensor for >250 milliseconds and the return pump speed is not confirmed to be at zero. This alarm can be caused by a software timing issue between the safety and control systems as control stops the return pump, but safety sees a delayed response when air is detected at the lower level reservoir sensor. This alarm can also be caused by air or foam in the return reservoir. The timing of the system along with the length of the return line tubing, ensures that the donor is under no harm when this alarm is detected. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer returned a used trima disposable set containing blood for investigation. The donor line and the drip chamber had been rf sealed and removed by the customer prior to return. Blood was present throughout the disposable set. The return reservoir was noted to be approximately 30% full. Clumping was noted in the channel and collect connector and clotting was observed in the platelet outlet tubing line from the channel. Blood was able to flow freely throughout the disposable set. There were no kinks, occlusion, misassemblies and/or missing parts observed on the returned set. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time.

Manufacturer narrative:
Investigation: the customer returned a used trima disposable set containing blood for investigation. The donor line and the drip chamber had been rf sealed and removed by the customer prior to return. Blood was present throughout the disposable set. The return reservoir was noted to be approximately 30% full. Clumping was noted in the channel and collect connector and clotting was observed in the platelet outlet tubing line from the channel. Blood was able to flow freely throughout the disposable set. There were no kinks, occlusion, misassemblies and/or missing parts observed on the returned set. The run data file (rdf) was analyzed for this event. Signals from the run data file are consistent with a platelet centrifuge line air block that formed during priming sequence. Run data file analysis confirmed alarm 32787, ¿low-level sensor failure¿ was generated during plasma rinseback. Alarm 32787 will be generated by the trima accel safety system when air has been detected at the lower level reservoir sensor for >250 milliseconds and the return pump speed is not confirmed to be at zero. This alarm can be caused by a software timing issue between the safety and control systems as control stops the return pump, but safety sees a delayed response when air is detected at the lower level reservoir sensor. This alarm can also be caused by air or foam in the return reservoir. The timing of the system along with the length of the return line tubing, ensures that the donor is under no harm when this alarm is detected. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Signals in the run data file (rdf) indicated that the trima device operated as intended by flagging the procedure to verify wbcs. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.